Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient received several shocks from the device in 2015 and the patient was admitted to the hospital. Patient also stated that the device is causing pain over the past year and the patient does not feel well. The high risk patient will discuss device replacement with the physician. It was noted that the patient did receive multiple shocks in the past during and post device unrelated unknown surgery. Device is still implanted and active. No further information is available at this time. The device is included in the fsca advisory for premature battery depletion.